Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7072371. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7072369.

Event description:
It was reported that the patient in the clinical study for depression experienced abdominal pain six days after a dbs deep brain stimulator implant procedure. The laboratory evaluation revealed elevated d-dimers and the contrast enhanced computed tomography CT scan revealed a pulmonary embolism pe. Compression stockings and antithrombotic pharmacology had been administered as antithrombotic measures taken prior to the procedure as this patient had experienced a prior pe. Following the procedure, the patient was administered the anticoagulant heparin and is in stable condition. It was noted that prior to the procedure, the patient spent an unusual amount of time inactive in or on his bed, due to depression. The physician evaluated that the pe was not due to the medical device or to an increased propensity of the clinical study experiment. The physician assessed that the pe was related to the surgical procedure an noted that a pulmonary embolism can be a risk of any surgical or anesthetic intervention.